Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the left arm is broken at the hardware. He states he thinks it is from the patient using the arms to get up with.